Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50-pc. Lot in march of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet, inc. Kenosha's manufacturing processes. Evaluation of the returned instrument shows that the end of the outer tube assembly is bent/damaged, and the jaws and pivot pin are loose and in a separate bag from the returned instrument. Further evaluation shows that the drive rod (n00185) is also bent, and its bosses are damaged. We are able to validate this complaint for the returned instrument. We are unable to determine what caused the outer tube assembly and drive rod to become bent/damaged and for the jaws and pivot pin to be lo0se and separate from the instrument but mishandling such as excessive force being applied to the handle to jaw mechanism of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that prior to use, "the jaws of the applier were found broken during the pretest before use. Therefore, another unit was used instead". No patient involvement.